Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID/initials, age/date of birth and weight are unknown. Additional product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Device history records review was conducted. The report indicates that the: DHR review for: part: part# manufacturing: supplier - (B)(4), packaged by: (B)(4), manufacturing date: 09-jan-2016, expiration date: 30-nov-2024, part #: 352.251s, lot#: 9957217 (sterile) - 12.5mm reamer head-sterile for reamer/irrigator/aspirator. Quantity: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 12113, "sterility documentation was reviewed and determined to be conforming." An investigation summary was performed. The investigation of the complaint articles has shown that: one (1) reamer-irrigator-aspirator (ria) drive shaft l520 (part 314.743, lot 15803-01, mfg. 05/2011), one (1) unknown reamer head, and a portion of one (1) unknown tube assembly with a complaint stating that the drive shaft had broken off inside the reamer head. All fragments were retrieved with no surgical delay. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed at customer quality as the drive shaft was received with the distal tip broken off. The broken fragment could be found in the returned reamer head that was still attached to the metal retainer of the tube assembly. Approximately 45mm of plastic remained attached to the tube assemble retainer. The plastic was clearly cut, most likely in an attempt to disassembly the device. The rest of the tube assembly was not returned. Upon further inspection, it was noted that one of the fingers of the reamer head had also broken off. The tube assembly¿s retainer could not be separated from the reamer head. Replication of the complaint is not applicable as the device was returned broken, stuck, and damaged. The max outer diameter (od) measured only 12.05mm which is an acceptable diameter for the 12.0mm reamer head (352.250s. The part number cannot be identified while the tube assembly's retainer is in place so it is uncertain if this is the 12.5mm reamer head originally mentioned in the complaint. It is possible that the reamer was worn down during use (part 352.251s, lot 9957217). The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices - instruments, instrument trays, and cases. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reaming procedure, the tip of the drive shaft for a reamer irrigator aspirator (ria) device broke off inside of the reamer head. All fragments were retrieved and no delay in surgery was reported. Per engineering investigation, one of the legs of the reamer head was found broken and the reamer head could not be removed from the tube assembly. It was discovered that one of the feet of the reamer head was broken, preventing the reamer head from detaching from the drive assembly. This complaint involves two (2) device: drive shaft for ria with one part data. Concomitant devices reported: 12.5mm reamer head-sterile (part #: 352.251s, lot #: 9957217, qty: 1). This report is 2 of 2 for (B)(4).